Event description:
It was reported we used site scrubs several years ago but had an incident where the "fingers" got stuck in a patient's line and ultimately needed to be retrieved. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04510 is a duplicate file and has been voided. The original event was submitted on medwatch report 1911916-2020-00277.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported we used site scrubs several years ago but had an incident where the "fingers" got stuck in a patient's line and ultimately needed to be retrieved. No other information was provided.